Event description:
It was reported that after a device replacement procedure, the impedance for both the superior vena cava (svc) and right ventricular (rv) coil impedances were greater than 200 ohms when they had been 45 ohms and 56 ohms during the procedure. The device pocket was reopened and both the svc and rv coil pins were disconnected from the device and reinserted and impedances returned to normal range. It was suspected the rv coil pin was not all the way in the device port because after doing a tug test the rv coil did move in the device header prior to be being fully removed and reconnected to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.